Event description:
The lay user/pt contacted lifescan alleging that the onetouch ultralink meter was prompting the "error 5" message, which was resolved by testing with a new vial of test strips. There were no allegations of harm or injury. The pt mentioned about reportedly taking two additional bolus dosages, 5 units each, of diabetes medication as a result of the reported issue. He also mentioned about experiencing "stress level rising up" due to the alleged issue. He denied receiving any additional medical intervention due to the alleged issue. This complaint is being reported as a product malfunction due to the "error 5" message issue with a vial of test strips. The product did not cause or contribute to an adverse event, as the pt's symptoms does not suggest severe hypoglycemia or hyperglycemia.